Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of a zma00 intraocular lens (iol), the doctor noticed that the haptic was missing. The iol was removed during the same procedure. There was an incision enlargement and sutures were required. No vitrectomy required. There was no other patient injury and patient is doing fine. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed that the lens was damaged and one of the haptics was missing. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported complaint was verified. All pertinent information available to abbott medical optics has been submitted.